Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose of 32 mg/dl at the time of the incident. Customer stated that she treated her low blood glucose by eating slices of orange. The customer's blood glucose was 129 mg/dl at the time of call. Customer declined to troubleshoot. Nothing will be returned for analysis.